Event description:
A report was received per social media that the patient underwent an explant procedure. It was noted that during the explant procedure the patient¿s lead broke causing the patient¿s neck to have two bulging disc.